Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist (tss) checked the drawers and zones and confirmed that the drawer was opening as normal. The system functioned as intended after technical support specialist investigated the device.